Manufacturer narrative:
Patient identifier: (B)(6) and (B)(6) (same patient different samples). All available patient information is included. Additional patient details are not available. Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field this report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for a female patient sample. The following data was provided: on (B)(6) 2023: sid (B)(6): initial result: 291.3 pg/ml; repeat results: 269.5 and 269.7 pg/ml the customer stated the troponin t result was < 0.1 ng/ml using afibas boditech with a cutoff value 0.3 ng/ml, therefore the customer had the patient redrawn and tested for troponin-I again. This sample from the same patient was tested on (B)(6) 2023 sid (B)(6) with results generating 269.5 and 269.7 pg/ml. (Customer¿s alinity cutoff is 0.3 pg/ml). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The tracking and trending were reviewed did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent lot number 45424ud00 and complaint issue. As a review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under the review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I stat high sensitive troponin-I reagent lot 45424ud00.